Event description:
It was reported that the patient had an extended ipg charging time. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.